Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a non-penumbra microcatheter, a guidewire and a non-penumbra sheath. During the procedure, the physician advanced the non-penumbra sheath to the petrous area of the internal carotid artery (ica). Next, using the adapt method, the physician advanced the guidewire and the microcatheter through the clot and into the m2 branch. Then, the physician advanced the red72 few millimeters into the clot, removed the guidewire and the microcatheter, and turned on the aspiration for 90 seconds. While retracting the red72 very slowly, the physician felt the red72 was not pulling back one to one. The physician continued to retract the red72 and noticed that the tip of the catheter was still in the m1. Then, the physician advanced the sheath up to the m1 and connected suction to the sheath. Subsequently, the physician was able to retract the red72 and the sheath at the same time. After removal of the red72 from the patient, the physician noticed that the distal part of the red72 was fractured and there was clot in the red72. At this point, the physician had completed the first pass and a thrombolysis in cerebral infarction (tici) 2b was achieved. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed a fracture and revealed the device was stretched on the distal shaft. If the red72 is forcefully retracted against resistance, damage such as this may occur. If the device continues to be retracted the device may continue to stretch and fracture. Evaluation also revealed kinks on the distal stretched region. The cause of this damage could not be determined. Further evaluation revealed additional kinks on the proximal end of the device. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.